Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate high readings on the one touch ultra2 meter. The pt mentioned that the day before, at 8:47 pm, he tested his blood glucose and obtained a 300 mg/dl; however, did not exhibit any symptoms. He then took 4 units of novorapid insulin. On the day of contact to lfs at 12:00 am, he felt weak and was trembling. He did not seek any medical attention, treated himself or tested on his meter or on another device. A quality control test was not done since the pt did not have control solution. Products were replaced. The complaint is being reported since the pt alleged that he took insulin based on a result of 300 mg/dl and suffered symptoms suggestive of hypoglycemia three hours later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.